Event description:
The customer reported to customer service that the power supply for her breast pump fell apart when it was plugged into the wall.

Manufacturer narrative:
A replacement power supply was sent to the customer. Contact was not made with the customer to obtain additional information regarding this event. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. A product evaluation revealed that the transformer housing was broken, and the cord is disconnected from the transformer. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, and the cord was disconnected from the transformer. The power supply could not be plugged in. The voltage across the dc plug could not be measured, and voltage could not be measured as the cord is disconnected. Smoke, fire and sparking were not observed.